Event description:
The hospital reported that during the coronary artery bypass procedure,the heartstring seal did not seal the aortotomy. A replacment was used to complete the procedure. No pt complications were reported by the hospital. In 2005, failure analysis determined that the seal had two locations where it did not completely unravel. This is a reportable malfunction.